Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-46 alarm. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Functional testing revealed the f46 alarm. The cause of the condition was determined to be a defective cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.